Event description:
After deflating the foley balloon and attempting to remove the catheter, resistance increased. Second nurse attempted to remove foley. Urology contacted and suggested to attempt removal with more force. Urojet ordered for lubrication. After injecting the urojet, foley was easily removed. When looking at the catheter tip, it appears that the balloon deflated but a section of the balloon bunched up which created an increased ridge along the end of the catheter. 16fr temp foley.